Event description:
It was reported that the trigger on the cutting edge advantage broach handle [pn# 1100-1000] broke off while the broach was being impacted into a femur.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding a broken trigger involving a cutting edge handle was reported. The event was confirmed. Method & results: device evaluation and results: visual inspection confirmed the reported event. Material analysis indicated that the trigger component failure initiated in fatigue, and then progressed in overload. No material or manufacturing defects were observed on the surfaces examined. Medical records received and evaluation: patient details were reviewed and no indication was found that the event was related to device design, materials, or manufacturing. Device history review: review of device history records indicates the lot was manufactured and accepted into final stock without any reported discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusions: the investigation concluded that broken trigger failure initiated in fatigue, and then progressed in overload. No material or manufacturing defects were observed on the surfaces examined. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the trigger on the cutting edge advantage broach handle [pn# 1100-1000] broke off while the broach was being impacted into a femur.